Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) evaluated this unit a reported that the cs300 was making a continuous beep. The stm checked for power at the hour meter and fans and found the bulk power supply fuse was blown. The stm replaced the fuse and the unit booted properly. The batteries were expired and the customer did not want to purchase batteries at this time. All testing and checks passed with exception of batteries. The iabp is not cleared for clinical use until the batteries are replaced.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a fault during a service performed by a getinge service territory manager (stm). The fault found is unknown. It was later reported that the device would not power up. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer has advised that they declined to have the batteries replaced since this is a test pump which is only used in the facility. In addition, they have advised that this pump is never used for patient transport or patient support.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a fault during a service performed by a getinge service territory manager (stm). The fault found is unknown. It was later reported that the device would not power up. There was no patient involvement and no adverse event was reported.